Manufacturer narrative:
Findings: unit alarmed a33 during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 138 mg/dl. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is flush. The customer stated that he has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.